Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted under the mesh, the hepatic flexure of the colon. He carefully dissected this from the hernia mesh. He excised the mesh on each side of the abdominal wall. The colon was then dissected from the other inflammatory adhesions and reduced into the abdominal cavity. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.